Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was 300 mg/dl. The customer stated they received no delivery while priming. Customer performed for troubleshoot. The customer assisted in performing a 5.0 unit fixed prime and customer states the insulin did not exit. Customer reports pump alarmed during manual prime. The insulin pump will be returned for analysis.